Event description:
It was reported that a right ventricular leadless pacemaker became dislodged and exhibited low pacing impedance after being released by the catheter. It was suspected maneuvering issues caused by user error might have been the cause. The device was retrieved and patient was stable.